Manufacturer narrative:
A manufacturing investigation was performed for the subject device (cable tensioner), part number 391.201, lot number p197739. The subject device was returned to the manufacturer with the complaint condition stating that cable tensioner has a functional issue: tensioning is not possible. It is unknown when the malfunction occurred, but there was no patient involvement. Device was sent to for manufacturing investigation and the tensioner passed functional inspection. No manufacturing related issue was identified and/or confirmed. Unable to determine a root cause as this complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 391.201, lot/supplier lot p197739: release to warehouse date: january 07, 2015. Supplier: (B)(4). Additional release to warehouse date january 12, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a cable tensioner would not tension. It is unknown when the malfunction occurred, but it was reported there was no patient involvement. This is report 1 of 1 for (B)(4).